Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# b) (6) implanted: (B)(6) 2024 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 rtg0618356 (hcp): information was received from a healthcare provider regarding a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the "pump was malfunctioning and the doctor forgot to put in the catheter" and that there were "free floating brackets in her back causing cerebrospinal fluid (csf) fluids to leak" which was causing headaches. There was no further information related to this issue.